Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that the fast path printout was showing zones off in the diagnostics summary tab even though two zones were on and therapy was enabled. It is suspected that the zones off is displayed because zones were off when the diagnostics were initially read. Updating the diagnostics was recommended.